Event description:
It was reported that in april 2025, an original issue was escalated to (B)(6) supply chain re: bard product#: 0070430 - 7mm flat drain. This drain has a fragile part of the drain that can be easily pulled off. This was discovered by an ent surgeon prior to implantation. In (B)(6), a bard rep was onsite, reviewed the product and the offered other products. At that time, no issue was identified with the product. On 7/30/2025, this issue was again escalated. Due to the piece easily being removed, concern exists for a potential retained foreign body when the drain was pulled post operatively. On 07/30, (B)(6) engaged with bard to obtain a different lot#. That was received on 08/01. On 07/30, notification was sent to the operating room staff re: this concern. On 08/05/2025, bard rep onsite to review issue and identified the same issue existed on the other lot# brought in. Per the rep, that will be internally escalated within bard investigation and review. These drains were being pulled and returned to bard from (B)(6) health sites. Reference report: mw5174384.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, an original issue was escalated to (B)(6) supply chain re: bard product#: 0070430 - 7mm flat drain. This drain has a fragile part of the drain that can be easily pulled off. This was discovered by an ent surgeon prior to implantation. In (B)(6), a bard rep was onsite, reviewed the product and the offered other products. At that time, no issue was identified with the product. On (B)(6) 2025, this issue was again escalated. Due to the piece easily being removed, concern exists for a potential retained foreign body when the drain was pulled post operatively. On (B)(6), (B)(6) engaged with bard to obtain a different lot#. That was received on 08/01. On (B)(6), notification was sent to the operating room staff re: this concern. On 08/05/2025, bard rep onsite to review issue and identified the same issue existed on the other lot# brought in. Per the rep, that will be internally escalated within bard investigation and review. These drains were being pulled and returned to bard from (B)(6) health sites.